Event description:
An incorrect response occurred when a blood donor used haemonetics software solutions donor doc software to complete a donor health qualification form. The donor doc software did not perform as intended which allowed the donor to be deemed eligible to donate. Specifically, question #2 was left unanswered which should have prohibited the donor from donating until that question was answered correctly. Blood products associated with the donation were distributed based on inaccurate donor history information.